Manufacturer narrative:
Upon receipt, the lead under complaint was returned with an inserted explantation device and was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed the ligature marks approx. 18 cm distal to the is-1 connector pin. Abrasion marks were observed along the lead body. However, the insulation was found intact. Due to the stuck explantation tool the mechanical analysis was not properly feasible. The values of the parameters measured during the electrical analysis were within the technical specifications except the resistance between connector pin and lead tip as a result of the stuck explantation tool.further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted and replaced due to low sensing and high thresholds. No adverse patient events were reported. Should additional information become available, this file will be updated.